Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an a & p lumbar fusion procedure, the instrument had the tissue pad detached, no piece fallen into the patient. Customer cannot provide any more details about the circumstances in which the issue occurred. No patient consequence was reported.